Event description:
Upon removal of the scalpel cautery instrument from a patient, the cautery spatula accessory was missing. The surgeons proceeded with the procedure. The case was continued with no further incident. At the end of the procedure the surgeon retrieved and removed the cautery spatula from the patient. The spatula blade was discarded by the customer.